Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited noise on the shocking and sensing channels. A greater than two second pause in pacing was observed due to the noise being oversensed. Isometrics and pocket manipulation were performed and the noise could not be reproduced. The patient was asymptomatic. No adverse patient effects were reported.